Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of alarm 814:04 was confirmed, but not reproduced. The root cause of this condition was assigned to an air in line print circuit board failure. The pump head module assembly was replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump with failure code 814:04. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.